Event description:
The manufacturer received information alleging that the dreamstation 2 is displaying an error on screen about the humidifier, and it will not shut off when he turns it on. He must unplug the device to get it to shut off. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was not reproduced. During evaluation of the device, the third-party service center visually inspected the device and found the screen with scratched, the device throws error 100, the pca checked and q2 is found burned. There was no report of visible smoke or fire. Lastly, the device was scrapped.